Event description:
Reporter stated that a patient capillary sample was tested, using the suspect device, with a result of 561 mg/dl. Reporter noted that an additional capillary sample was obtained from the pt, and when tested in the facility's lab, 12 minutes later, measured 375 mg/dl. Reporter indicated that an additional lab comparison was performed, with the patient's capillary blood testing 342 mg/dl, on the suspect device, and 510 mg/dl, in the facility's lab (13 minutes elapsed between results). Reporter stated that patient was not treated based on values obtained on the suspect device. Quailty control testing was reportedly performed on the suspect device, with results falling within the acceptable range. Tech support requested the return of the suspect device and replacement product was shipped.